Manufacturer narrative:
B4: (B)(6) 2021. The device was being set up for patient use; however, the ventilator was not on a patient. The authorized service provider (asp) determined the touchscreen needed to be replaced. The asp replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
The touchscreen was received for failure investigation. The touchscreen was tested and found the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer reported the touchscreen has to be calibrated many times and when performing the calibration, the pointer is not correctly displayed in the lower corner. The pointer is always in the lower area of the screen a little above where it is actually being pressed. It is not known if the device was in clinical use at the time of the event. This information has been requested. There was no report of patient or user harm/impact. The investigation is ongoing.